Manufacturer narrative:
Upon product receipt, visual and functional inspection was performed. The detachment control box (dcb) and connecting cable (ccb) were not returned. Visual inspection revealed that the resistive heating coil exhibits multiple detachment attempts. The distal section of the detachment control box (dpu) was returned approximately 25 degree angle. The dpu passed electrical test. Conclusion: the detachment fiber received heat and melted as designed. Therefore, the root cause of why the coil required multiple detachments and unintended detachment occurred during withdrawal cannot be determined. In addition, without the return of the dcb and ccb used in the procedure, it cannot be determined if these components contributed to the complaint event. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.

Event description:
As several attempts were made to detach the coil without success, the physician decided to withdraw the coil. As the coil was being withdrawn, unintended detachment occurred in the microcatheter. The coil however was successfully pushed back into the aneurysm with no patient injury reported.